Event description:
Related manufacturer reference number: 2017865-2021-29323. It was reported that the patient presented in clinic for follow up. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed low impedance values and an alert for circuit damage. The patient's right ventricular (rv) lead also showed low impedance values as well as an alert for over current detection (ocd). No symptoms were reported. Both the patient's ICD and rv lead were explanted and replaced. The patient was stable.